Manufacturer narrative:
Device investigation not done yet. The follow-up will provide investigation conclusion.

Event description:
Reportedly, on (B)(6) 2024, the screw of a vega r52 did not move easily. Also, the lead body rotated in the same direction as the screw part rotated. The lead is replaced by another one (same model).

Event description:
Reportedly, on 10-sep-2024, the screw of a vega r52 did not move easily. Also, the lead body rotated in the same direction as the screw part rotated. The lead is replaced by another one (same model).

Manufacturer narrative:
The manufacturing process was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. Analysis of the subject return device shows that: no defaults or traces of tissue and blood were visible on the lead. Mechanical tests did not show any deviations from specifications. The screw extends and retract correctly. There are no anomalies regarding the stylet. Based on available information, the reported event most likely occurred due to external factors that cannot be identified. The results of this investigation are retained and utilized for trending purposes.